Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified transmitter issue occurred. Product and data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the logs was performed and signal loss was found within the investigation window. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified transmitter issue occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a unspecified transmitter issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.